Event description:
On unknown date in 2008, the patient was implanted with a gore excluder aaa endoprosthesis. On (B)(6), 2010, the patient was hospitalized with abdominal pain and a computerized tomography scan revealed a type I endoleak. The aneurysm had enlarged from 8cm to 10cm over two years. No rupture was detected. A trunk-ipsilateral leg component which was primary placed 3mm below the lowest renal artery migrated distally approx. 15mm from the original position. The patient was treated with a medtronic cuff device. The patient tolerated the procedure.

Manufacturer narrative:
Method - a review of the manufacturing paperwork will be conducted. Further information will be provided.